Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit will not boot up in normal mode. When in service mode unit will only boot up occasionally.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b6, b7, d10, h3.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b5, d9, e1, g1, h1, h2, h6 ( type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusion), h11. It was reported that the cs300 intra aortic balloon pump (iabp) unit will not boot up in normal mode. There was no patient involvement or adverse event reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse was able to see error codes related to failed main board. Replaced main board. Functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications, returned to customer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit will not boot up in normal mode. When in service mode unit will only boot up occasionally. There was no patient involvement.